Event description:
Patient called clinic for follow up appointment and states he has semicircular burn area on chest 1 1/2 - 2 inches in a semicircular pattern. Patient states he believes it was caused by CT scanner because it "was not calibrated correctly as per his internet research."the patient was seen and the physician's findings are: allergic contact dermatitis due to adhesives associated with EKG leads. Details: "chest exam: noted four, 1cm square patches right below left nipple at v4, v5, v6 lead areas. There was also square patches over anterior chest just above 2nd intercostal space, minimal erythema and macular patches surrounding skin around xiphoid process. Also noted two, 1 cm square patches both arms at deltoid muscle area. No signs of discharges noticed, some of the square patches are already healed with scaly skin on top."